Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered one shock as inappropriate therapy due to oversensing noisy signals. Technical services (ts) was consulted and discussed stored data as well as programming settings. Ts discussed air escaping the device header could be the cause for the noise and possible troubleshooting and programming options taking this into account. This device remains in service. No additional adverse patient effects were reported.